Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump died last few days ago. The customer's blood glucose level was 213 mg/dl. The customer reported that the insulin pump had been out of batteries. The insulin pump will not be returned for analysis.